Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject came with fluctuating iop could be controlled with treatment, according to the doctor on (B)(6) 2015. Despite this, the case was reviewed due to a loss of visual acuity in the right eye, and it was discovered the valve had a small leak. The valve was replaced, stabilizing the subject's iop. There was no patient harm.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of decreased vision and increased iop( intraocular pressure); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).